Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and the issue relating to gel air bubbles-before use was observed. This is a cosmetic defect which should not impact the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles-before use. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer sst ii advance plus blood collection tubes that an unspecified number of tubes contained air bubbles in the gel. There was no health impact or consequence reported.